Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator went into an inoperable state. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date received by manufacturer: 06nov2018. Multiple attempts have been made to obtain additional information on the event and repair of the device that have been unsuccessful. No parts were returned to philips for investigation; therefore, the root cause of the reported issue could not be determined.